Event description:
The facility alleges, two ligation clips slid off of the vessel during surgery. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
Add' lot number t1203607. The device has been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation or if relevant information becomes available.